Event description:
It was reported that the ins was interrogated and depleted earlier than expected. The patient was scheduled for device replacement in the next few weeks. Additional information has been requested.

Event description:
Additional information reported the patient¿s device was replaced and the ¿patient was fine.¿

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Previous settings for the device were not available. The patient programmer was not working. Device replacement surgery has not occurred yet.

Manufacturer narrative:
Analysis of neurostimulator model 37601, serial # (B)(4), showed no significant anomalies and was found to bt at a normal end-of-life (eol)/end-of-service (eos) status.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.